Event description:
The patient reported that blood glucose levels increased to 414 mg/dl. During infusion site change, a bent cannula was observed, resulting in inadequate insulin delivery and elevated glucose levels. There was patient involvement; however, no harm was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.